Event description:
While onsite to repair a separate issue, the asp field service engineer found the oil level low and oil mist occurring when the vacuum pump was on. The customer stated that there was no physical complaints reported. The asp field service engineer repaired the unit.

Manufacturer narrative:
Capital equipment, fse went to facility. The fse replaced the mist filter and the catalytic converter filter. He tested the unit and ran a test cycle, the unit met specs.